Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that effective therapy was restored for the patient postoperatively.

Manufacturer narrative:
Date of event is estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03627. It was reported that patient's lead had high impedances. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein one of the leads was explanted and replaced. It is not known which lead is liable, so both leads are being reported.